Event description:
No right atrial (ra) lead capture could be confirmed. Ra and rv lead impedance warning. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5119391.